Event description:
It was reported that patient was in a clinic with driveline power fault alarms. The patient had obvious wear to modular driveline and historically was very rough with equipment. The alarm did resolve with changing the modular cable and controller. Log file review captured a controller internal fault (B)(6) 2022 at 07:48 followed by driveline power faults showing power b broken.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial #: (B)(6)) was evaluated after it was reported that there were driveline power fault alarms. This issue was determined to be related to damage on the modular cable and will be addressed under the modular cable investigation (manufacturer report number 2916596-2022-15361). The submitted and downloaded controller event log files contained overlapping events spanning approximately 4 days (06nov2022 ¿ 09nov2022, 22nov2022 per timestamp). Events occurring on 22nov2022 are from product testing at abbott. Beginning on 09nov2022 at 07:48:40 are controller internal fault and driveline power fault alarms with ocp b open and power b broken faults. These alarms continued until the end of the log file. There were no other notable alarms in the log files. Pump operation was not affected. The system controller was returned and upon powering the unit, controller internal faults were observed. It was observed that fuse b on the system controller was damaged. This damage was observed to be due to the returned modular cable. The fuse was replaced, and the system controller was able to function as intended with no atypical alarms activated. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including replace system controller alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-15361.